Event description:
Report that homecare patient complained of inability to exhale while on ventilator. High and low pressure alarms activated. Pt was manually ventilated by mother and transported to local hospital. Pt back at home on new ventilator; with no injuries.